Event description:
After approximately 25 minutes of use the harmonic shears alerted to clean the jaws, this was done with a moist gauze sponge. Resumed surgery, shortly had error alert to clean the jaws of the harmonic shears- noted the distal tip of the tissue pad had begun to separate from the jaws and burn damage noted. No harm to patient.